Event description:
It was reported that 7 day post operative a bowel anastamosis leak was identified. Initial resection not low and blue load used. Ils tissue donuts round full and complete after firing of circular stapler, operative air leak with water performed with no leaks. Patient returned post op day 7 with leak confirmed 1-2mm on the right lateral side of the anastamosis, patient given a hartman's pouch. Device has been discarded.

Manufacturer narrative:
(B)(4). Information unavailable. Additional information: how was initial procedure performed? Lap. What type of anastomosis was created? End to end. Which stapling technique was used? Single. Which purse-string suture technique was used? Hand sewn pursestring. What other devices were used for transecting and/or closing otomies? Powered echelon flex. Was there a recent conversion to ees devices in this account or with this surgeon? No. Who fired the device? Surgeon. Has the person firing been trained on how to use the ees circular device? Yes. Has the o.r. Staff been trained in preparing the ees circular device? Yes. Were there any issues during the initial procedure? No. Was the breakaway washer completely cut through? Yes. What did the tissue donuts look like? Great. Where was the leak (anastomotic ring, anastomotic ring-transection line interface, otomy, etc.)? 1-2mm on the right lateral side of the anastamosis. If transaction line, where in respect to this line? 1-2mm on the right lateral side of the anastamosis. Were staples seen at the site of the leak? Don't know. If yes, what did the staple form look like? Don't know. Is the hartman pouch temporary, not sure. Has the patient undergone any radiation or chemo therapy? Don't know. Is there any additional information you would like to share relative to the issue? No. What is the patients present condition? Recovered. Is a pathology specimen available? No. Are there any x-rays and/or picture available for analysis? No.